Event description:
Upon review of a (B)(6) female patient's download, zoll lifecor customer support discovered many "battery runtime expired" flags in the data. Support contacted the patient to retrieve the suspect battery pack. The patient was provided with a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) is currently underway. The reported problem has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery. The patient received a replacement battery pack.